Manufacturer narrative:
Additional information was received that the lead was discarded and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements and increased pacing impedance measurements. An invasive procedure was performed. A small pericardial effusion was observed during the procedure. The lead was explanted and replaced. No additional adverse patient effects were reported.